Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt lost stimulation because she did not recharge her ipg. She stated that she lost her programmer and charging system, but she did not notify anyone. The physician explanted the ipg and replaced it with a non-rechargeable model. Effective stimulation was regained postoperative. No further pt issues were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As received, the ipg was non-responsive. The alleged complaint could not be analyzed as this is considered to be user error. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.